Event description:
It was reported that the patient experienced an ams700 inflatable penile prosthesis pump replacement due to connector breakage. Another pump was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient got well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in one cylinder tube krt at the pump strain relief junction due to fatigue. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced an ams700 inflatable penile prosthesis pump replacement due to connector breakage. Another pump was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient got well.